Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer. The o2 gas module was replaced and returned for investigation. The received o2 gas module was mounted in a reference ventilator for use testing. When performing the system pre-use check, the unit did not pass the test and failed. The failure was caused by broken feather spring of the nozzle unit of the retuned o2 gas module. A piece of metal from the feather spring of nozzle unit most likely entered inside the solenoid coil. This caused the pin of the inspiratory solenoid to be stuck and consequently prevented the inspiratory solenoid to be closed. The received test logs confirmed the reported failure on 2022-09-29. The root cause for the broken feather spring could not be determined. However, a general investigation of broken nozzle unit¿s feather springs has concluded that the feather spring has most likely been contaminated with chlorine, that are often a component in disinfectant. Only use the recommended cleaning methods according to the user's manual.

Event description:
It was reported that the ventilator's gas flow continuous through the inspiratory port while the ventilator was in stand-by mode. There was no patient harm. Manufacturer ref. #: (B)(4).